Event description:
It was reported that the locking mechanism of the babcock grasper repeatedly failed resulting in additional tissue trauma each time it came off of the appendix. The patient had to be given extra anesthesia.

Manufacturer narrative:
The babcock grasper was not returned to ascent healthcare solutions for evaluation. Pictures of the device were not provided either. The incident was reported through medwatch report. The customer was contacted, but they did not save the device or have any further information other than the patient needed additional anesthesia. Since the device was not available for evaluation, no root cause could be determined.